Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the dilators in the 3fr PICC kits are very flimsy and difficult to feed through tissue. The dark material of the outer dilator often "crinkles" up or a small piece on the top will start to peel back, creating a kind of hang nail as you're trying to feed it into the vessel, and typically unable to successfully place the dilator. Today, as I was trying to place a 3fr PICC on a 13-month-old. I initially tried separating the inner and outer dilator and feeding the inner dilator through first, allowing the vessel some time to stretch and relax. I also made a very small superficial dermatotomy to decrease resistance on the outer dilator but none of those tricks made the difference and the plastic on the end curled back anyway. I ended up having to use a dilator from a 4.5fr micro kit." The customer reported this as an ongoing occurrence however did not provide an exact quantity. This file will address the unknown event(s).